Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by detaching the ui pcba. A review of the data log did not find any errors related to the complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was perpetually rebooting. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by detaching the ui pcba. A review of the data log observed firmware errors and a screen error alarm. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.